Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the unknown liquid in the pump and tubing could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned a loaner evis exera iii xenon light source. Upon inspection and testing of the returned device, it was noted that there was unknown liquid inside the tubing and pump. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. There were no other issues noted with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.